Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/11/2014).

Event description:
Consumer complaint of blood result reading of "hi". The customer states that since he kept getting the result "hi" on his meter and purchased another trueresult meter and received the same result. The customer is using the same lot of test strips pr1940. Performed the back to back blood test, hi and hi. The customer states that his expected blood glucose is usually around 200mg/dl. No adverse event.